Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a false cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.